Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Additionally, the alleged fill estimate issue could not be verified.

Event description:
It was reported that the insulin gauge was static and inaccurate. Additionally, it was reported that the pump touch screen was unresponsive. Customer's blood glucose was in 110-170 mg/dl range. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.